Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Lv pace impedance steady rises out of range (greater than 2000 ohms) starting (B)(6) 2015. Left ventricular lv tip to rv coil lead impedance warning on (B)(6) 2015. Rv pace impedance steady at approximately 475 ohms through (B)(6) 2014, steadily rises to 2400 ohms between (B)(6) 2014 and (B)(6) 2015. (B)(4).

Event description:
It was reported that the impedance on the left ventricular (lv) lead had been rising for over a year. The lead will be replaced. No patient complications have been reported as a result of this event.